Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for system explant due to infection. Echocardiogram noted vegetation on the right ventricular lead. While the patient was being put under anesthesia, they experienced ventricular tachycardia which was undersensed by the implantable cardioverter defibrillator. The sensing returned and the ventricular tachycardia was detected but not diagnosed due to the programmed settings. The patient was shocked externally and was stable afterwards. The physician suspected the cause of the poor sensing was due to the patient's potassium levels. The system was explanted. It was noted that a brown fluid came out of the right ventricular lead when placing the stylet in it. Patient was stable.